Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge fluctuated and pump reset unexpectedly. Reportedly, customer charged pump for an additional period of time to resolve the issue. Customer's blood glucose was 114 mg/dl.